Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 july 2025, a 12mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 9f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra deformation when expanding inside the body. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was no contacts occurred with intracardiac tissue during the occluder deployment and there were no bends or kinks been observed in the delivery sheath. The procedure was cancelled. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The pateit was reported stable and discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), the recommended delivery sheath size for a 12 mm amplatzer septal occluder is 7f delivery sheath.